Event description:
Clinician attempted to inject medication through cathether, a hole was found. The medication "spouted" from reported hole in catheter. Catheter was removed and replaced. There were no associated patient complications reported.